Event description:
Close call -- user expected device to operate differently -have a lock-in mechanism- than it did. Physician placed a coronary sinus catheter in conjunction with a minimally invasive cardiac surgery, and was surprised to discover that it was not possible to lock the catheter in place. The same catheter previously had a lock-in mechanism. The physician secured the catheter by tape, the operation was successful and uneventful, and no patient harm occurred. The coronary sinus catheter is used to give cardioplegia to the patient and protect the myocardium during minimal invasive cardiac surgery. If the catheter becomes dislodged during the procedure, the surgeon has to open the sternum on top of the thoracotomy that has already been done. In a subsequent call to the manufacturer's representative we learned the previous design of this same catheter had a lock-in mechanism; the new design does not have a lock-in mechanism and now users must secure the catheter via tape, considered to be a less secure method. Two issues: at least one physician prefers the lock-in mechanism to secure the catheter and believes this is far safer than tape. Consideration of this feature should be given in the re-design of this product. Ineffective communication to end-users regarding catheter design change. No clinician should be surprised about the lack of a lock-in mechanism after the placement of the catheter inside the heart.